Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ae-qas-h548-03 - collect.no.qas acetab.cups pe (unspecified vitalene inlay). According to the complaint description, a right hip revision was necessary due to "inlay wear"/abrasion. A revision surgery was necessary. The inlay, cup, and head implants were removed and replaced. The original implant had been bicontact; plasmacup dc, head 32 mm medium. The original procedure was without complications and duration about 63 minutes. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Event description:
Update: leading material was confirmed and updated to nh502e - dc vitelene insert 32mm 48/50 sym.

Manufacturer narrative:
Additional information/correction: b5 - description update based upon the update to leading material, this complaint has been re-assessed; the product is not sold to USA and therefore no longer reportable to FDA.